Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt did not charge his ipg in 1.5 years because he did not require the use of the scs system. As a result the pt is now without stimulation and unable to use his scs system. Surgical intervention was undertaken on (B)(6) 2014 and the pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative. The issue is resolved.